Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 16 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling and bleeding. No further patient complications were reported.